Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni. Event description: [ame translation]: an adverse event has occurred in our establishment concerning the device coelio uu scissors 5mm / 35cm - epix ref. Cb030 batch number: 1407597 and 1405605. The manager of the central unit mrs. [Name] declares: "during his first intervention, professor [name] had to use 4 laparoscopy scissors. The first 3 scissors with the batch numbers indicated" catch "the tissues. The 4th pair was used. Functional removal of the scissors and pre-disinfection for a visit to the pharmacy on (B)(6). After a call from mr [name] (applied sales representative): materiovigilance has carried out and reimbursed these scissors possible. Lot numbers are 1407597 and 1405605 ". Following our telephone conversation with mr. [Name], we therefore wish to exchange 20 units of the lot: 1407597 and 17 units of the lot: 1405605. Intervention: change of device. Patient status: to be confirmed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: ni. Event description: [ame translation]: an adverse event has occurred in our establishment concerning the device coelio uu scissors 5mm / 35cm - epix ref. Cb030 batch number: 1407597 and 1405605. The manager of the central unit mrs. [Name] declares: "during his first intervention, professor [name] had to use 4 laparoscopy scissors. The first 3 scissors with the batch numbers indicated" catch "the tissues. The 4th pair was used. Functional removal of the scissors and pre-disinfection for a visit to the pharmacy on (B)(6). After a call from mr [name] (applied sales representative): materiovigilance has carried out and reimbursed these scissors possible. Lot numbers are 1407597 and 1405605." Following our telephone conversation with mr. [Name], we therefore wish to exchange 20 units of the lot: 1407597 and 17 units of the lot: 1405605. Original: un évènement indésirable est survenu au sein de notre établissement concernant le dispositif ciseaux coelio uu 5mm/35cm - epix réf. Cb030 n° de lot : 1407597 et 1405605. Le cadre du bloc central madame [name] déclare : "lors de sa première intervention, le professeur [name] a dû utiliser 4 ciseaux de c¿lioscopie. Les 3 premiers ciseaux avec les n° de lots indiqués "accrochent" les tissus. La 4ème paire a été fonctionnelle. Retrait des ciseaux et pré-désinfection pour une descente en pharmacie ce (B)(6). Après appel de mr [name] (représentant commercial applied) : matériovigilance a réalisé et remboursement de ces ciseaux possibles. Les numéros de lot sont les suivants 1407597 et 1405605". Suite à notre conversation téléphonique avec monsieur [name], nous souhaitons donc échanger 20 unités du lot : 1407597 et 17 unités du lot : 1405605. Additional information received by email from applied medical representative on 28june21: the patient is fine. Additional information received by email from applied medical representative on 6july21: "then after research the batches having posed problem are well the batches 1407597 and 1405605. The manager ms. [Name] states that "during his first intervention, professor [name] had to use 4 laparoscopy scissors. The first 3 scissors with the indicated lot numbers 1407597 and 1405605" catch "the tissues. The 4th pair was functional. Removal of the scissors and pre-disinfection for a visit to the pharmacy on june 1st. "My assumption is that the defective scissors were returned to the packaging and one of the scissors from lot 1407597 or 1405605 was returned to the packaging from the non-defective scissors which carried lot 1406483!" Intervention: change of device. Patient status: the patient is fine.